Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient¿s pc (patient controller) device was displaying the ¿replace generator soon¿ message. The patient stated they have updated their device to the latest (B)(6) version.